Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to sensor discomfort/pain/bruising during wear to the patch adhesive of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain with freestyle libre sensor wear. The customer indicated that, since march, he has experienced nerve and muscle pain at sensor site. The customer had contact with a healthcare professional, who provided "neurological treatment" and was prescribed lyrica (nerve pain blocker) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain with freestyle libre sensor wear. The customer indicated that, since march, he has experienced nerve and muscle pain at sensor site. The customer had contact with a healthcare professional, who provided "neurological treatment" and was prescribed lyrica (nerve pain blocker) for treatment. There was no report of death or permanent injury associated with this event.